Event description:
Covidien received info that, during patient use, the 840 ventilator's lower display had corrupted characters. Reportedly, there was no alarm. The patient was removed from the device. No harm or injury to the patient reported. The investigation is still in process.

Manufacturer narrative:
(B)(4).